Event description:
It was reportedly approximately 1 year post, the implantation of the spine posterior fixation construct, the caudal setscrew backed out. A revision surgery had taken place to take the construct out. No patient complications were reported and fusion was complete.

Manufacturer narrative:
Device was not returned to manufacturer for evaluation. Unable to determine the cause of the event.